Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experienced dislocation which the surgeon attempted to correct with a closed reduction. During the closed reduction, the femoral head was dislodged from the femoral stem.